Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 155mg/dl, 168mg/dl, 108mg/dl, 100mg/dl. Tests were done within <10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.